Manufacturer narrative:
The device associated with this report was not returned. A photograph of the reported tibial block was provided. Review of the provided photograph confirmed the reported breakage. Review of the device history records did not reveal any manufacturing deviations or anomalies. A design file review was conducted and confirmed the proposal design and block design were within trumatch specifications. Although the investigation could not draw any conclusions about the root cause of the breakage without the block to examine; provided information stated a depuy non-recommended size 1.27mm thick saw blade was being used at the time of breakage. The non-recommended size cutting blade is a possible contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After cutting the tibia with the trumatch cutting jig, noticed that the cutting block had cracked.